Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. Checked error log and found that system didn't come back from the stand alone mode when the umbilical connector plugged in. Also noticed a few errors related to the pleora. Ordered part and replaced device and cable. Tested system working correctly. The pleora and cable were received by the manufacturer for evaluation. However, analysis of these parts did not reveal any malfunctions and both parts functioned normally during testing. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system had difficulty acquiring a 3d spin. It was reported that an error was displayed on the system when it was first booted up. The user acknowledged the error and moved forward in the software. Following this, the system did not complete the boot up sequence. The image acquisition system (ias) and mobile view station (mvs) were both restarted, after which the user was able to acquire 2d localization images. The user then attempted to acquire a 3d spin, but was unable to. This was attempted 4 times, with a successful image being taken on the 4th attempt. The system was then used successfully to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue, and the patient was not impacted.